Event description:
Suction machine not able to be used on pt who aspirated a piece of food, blocking airway. The heimlich maneuver was unsuccessful in opening the airway. The suction machine was tried and it was unable to suction properly due to the filter housing coming open. It would not stay locked in place. Airway was cleared manually and rescue breathing done by nurse. Pt was transported by ambulance from psychiatric facility to a medical surgical hosp for observation and evaluation. Pt was discharged from hosp and went to a nursing home. Suction machine checked. Filter put in place and suction machine works fine.